Event description:
A break in the retention dome during traction removal. The indwelling period was unknown. The user felt the dome portion was broken when the obturator was inserted upon traction removal. The device was removed endoscopically.

Manufacturer narrative:
The complaint of retention dome separation is confirmed. No tears or splits in the dome shelf were revealed while under 20x magnification. The entire circumference of the dome shelf surface exhibits adhesive residue suggesting the retention dome had been fixed in place prior to the complaint incident. A magnified view of the dome shelf revealed a consistent adhesive bond exhibiting no voids. However, the longevity of the device, discoloration and evidence of a complete bond suggest another (other) factor(s) was (were) involved. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.